Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
The t2 deployed before pushing the button.

Manufacturer narrative:
Three devices were returned for evaluation. Visual assessment of the devices shows the insertion needles are twisted and bent. Actuators are advanced distally within their needles. No suture or ts were returned for examination. Devices were functionally tested for proper actuator advancement and cycling, devices would not function properly due to the bent needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. User error could not be ruled out. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Corrected and/or additional information to be included in MDR submission. Disregard model # and serial # listed on initial MDR 1219602-2016-01200.

Event description:
It was reported that t2 of the fastfix 360 device was predeployed during a meniscal repair procedure. A delay between 10-30 minutes was reported. A backup fastfix device was used to complete the procedure. No injury or complications were reported.